Manufacturer narrative:
The customer¿s report that the front case is being replaced since the devices did not turn on was confirmed on the returned keypads. External and internal inspection were performed. During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assemblies were observed with signs of contamination where the flex cable meets the circuit layer and the majority had broken flex cable traces (identified as trace 20 for power). One keypad¿s ac indicator light illuminated after plugging in the power cord and the system on key functioned as intended; however, a system error code 110.6021 immediately displayed on the screen and no further testing could be performed. Four keypad¿s ac indicator lights did not illuminate after plugging in the power cord and the system on key did not function as intended; however further testing observed the rest of the keys were able to function as intended. One keypad¿s ac indicator lights intermittently illuminated on and off after plugging in the power cord and the system on key did not function as intended; however further testing observed the rest of the keys were able to function as intended. One keypad unexpectedly powered on the test fixture and the keypad system on light stayed lit; however further testing observed the rest of the keys were able to function as intended. One keypad tested good with no faults identified. The proximate cause of the customer¿s report the front case is being replaced since the devices did not turn on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 09/21/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has been returned for service of alarm error code 110.6021 and was repaired on 05/06/2020 under complaint file (B)(4). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the front case w/ keypad assembly was returned.

Event description:
It was reported the front case is being replaced since the devices did not turn. There were no patient involvement.